Event description:
It was reported that there continued to be oversensing of noise on the ra channel, which was thought to be due to oversensing of the mv signal. Technical services again advised turning off the minute ventilation feature. It was further noted that ra impedances continue to fluctuate a right atrial automatic threshold alert was also noted due to high thresholds. Technical services advised bringing the patient in for evaluation of the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).